Event description:
The pt has not used her scs system in 2-3 years due to ineffective stimulation. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.